Manufacturer narrative:
A service call had been scheduled in order for a ge service rep to evaluate the system. The service call was postponed/cancelled. An additional report will be generated and submitted if further info becomes available.

Event description:
It was reported that the system 9800's work station wheel is broken and will not move. Also, the steering handle is inoperative.